Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. Previous patient codes (1930, 1994, 3191 other for ¿mesh folding¿ and ¿open wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The original complaint alleges that on (B)(6), 2013, an additional procedure occurred whereby an "alleged gore device" was implanted. Medical records confirm only one device, a gore® dualmesh® plus biomaterial was implanted during the surgical procedure. Through gore's investigation we confirmed there was no second gore device implanted on (B)(6), 2013. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that an additional gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span november 10, 2010 through july 11, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device and the gore® bio-a® hernia plug device. Patient information: medical history: tubulovillous adenoma, recurrent incisional hernia, smoker, ­(B)(6) 2013: ½ pack/day x 5 years, quit 25 years ago, chronic constipation. Surgical procedures: unknown date: hysterectomy, on 2006: resection of desmoid tumor from abdominal wall with mesh insertion. (On b)(6) 2007: resection of abdominal wall with reconstruction with collamend mesh. On 2008: laparoscopic hernia repair with mesh. On (B)(6) 2013: history of appendectomy. On (B)(6) 2013: abdominal hernia repair using ¿dual mesh 36 x 24 cm¿ in size. Incisional vac placement. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2015: incisional hernia repair with prolene mesh. On (B)(6) 2016: open incisional hernia repair with mesh. Implant: gore® bio-a® hernia plug. Relevant medical information: on (B)(6) 2010: ¿having some abdominal discomfort recently, concerning to her. History of desmoid tumor removed from abdominal wall in 2006. Left lower quadrant seems uncomfortable to her with pain radiating into the groin as the gas passes through this region.¿ on (B)(6) 2012: ¿sharp pain from where her desmoid tumor was removed and in left lower abdomen has a band of scar tissue and a soft hernia; both cause discomfort.¿ ¿abdomen; significant scarring across the entire lower abdomen, tenderness left lower quadrant (rectangular band of what feels like scar tissue with distal abdominal wall hernia).¿ implant #1, alleged implant #2 gore device preoperative complaints: on (B)(6) 2013: ¿recurrent incisional hernia. Bulging, mass, worse with coughing, standing, walking. Symptoms noted 4 years ago. Pain dull, lump reducible.¿ ¿abdomen: large right abdominal defect.¿ on (B)(6) 2013: ¿had incisional hernia repair in past with mesh. Originally, she had a resection of a desmoid tumor from her left lower quadrant, then a laparoscopic incisional hernia repair with collamend mesh in (B)(6) 2007. The original surgery included a portion of her left sided rectus muscle and this is the area that now has a large loss of domain style hernia. Bulging, discomfort during activity/movement.¿ ¿exam: rolled up, palpable mesh left lower quadrant near asis [anterior superior iliac spine]. Rectus defect below umbilicus and midline. Above midline, upper rectus noted near normal position. Area around site of mesh mildly tender. Laxity noted left lower abdomen/suprapubic area.¿ on (B)(6) 2013: has had return of hernia; planned for repeat reconstruction. Abdomen: very large, at least 12 x 11-cm defect in lower abdomen, reducible without peritoneal signs. Plan: discussed multiple ways of reconstruction inclusive of component seperation [sic], local myocutaneous rotational flap and status, we anticipate the need to use both muscular advancement of rotation as well as mesh insertion.¿ implant #1, alleged implant #2 gore device procedure: abdominal hernia repair using ¿dual mesh 36 x 24 cm¿ in size. Abdominal defect closure 20 x 8 cm. Incisional vac placement. Implant: gore® dualmesh® plus biomaterial (10669723/1dlmcp08) 26cm x 34cm 1 mm thick, oval. Implant #1, alleged implant #2 gore device date: (B)(6), 2013 [hospitalization (B)(6), 2013] description of hernia being treated: ¿a midline incision was created and carried down with electrocautery bovie and right and left skin flaps were elevated. I then carried the incision down into the peritoneal cavity and identified multiple adhesions that had to be carefully lysed. Extensive lysis of adhesions removal of previous mesh had to be performed. This required additional two hours of surgery to completely remove the old mesh which had balled up and was causing adhesions and removed the adhesions which were by blocking the repair pathway. The fascia on the right was healthy with good rectus. The fascia on the left had no rectus from above the umbilicus and a large lateral defect with no fascia up to sis and pubic tubercle.¿ implant size and fixation: ¿as a result, a large piece of dualmesh plus was opened, 36 x 24 in size. It was trimmed at the edges and then secured inferiorly to pubic tubercle in cooper¿s ligament with both suture and bone anchor. It was then secured to the ilioinguinal ligament with running #1 prolene and then with interrupted sutures with at least a 5 cm overlap to the lateral abdominal wall superiorly to the rectus remaining and on the right side up to right rectus creating a stoppa technique. The mesh was totally intraperitoneal and was under good tension at the end of closure. The sutures were all placed every 1 cm and parachuted down individually on the right and left side of the mesh itself. The gore-tex was seen to be well-positioned. The left femoral vessels were fed through a small opening in the mesh with the mesh secured on either side, one medially to cooper¿s and superiorly to inguinal ligament with a transition stitch that left adequate opening for the vessels. The area was then copiously irrigated. Intraperitoneal drain was placed at the dissection and another drain was placed below the fascia. At this point, (B)(6) of (B)(6) will describe his portion of the procedure including reconstruction of the skin flaps and closure of the anterior rectus sheath plication and closure of skin.¿ ¿because this was multiply [sic] recurrent incisional hernia, requiring removal of the previous mesh, extensive lysis of adhesions, placement of bone anchor in order to hold the mesh in place to the pubic tubercle as there as [sic] nothing too sew to given the previous operation, an additional two to three hours of surgery had to be performed in order to complete the operation.¿ (B)(6), md: ¿after the placement of mesh, we examined the soft tissue. She had a fascial flap intact on the left, which appeared to have good vascularity, which could be brought into approximation to the right hemi-abdomen rectus abdominis. For this reason, we made decision to close this layer as a protective layer over the inserted mesh. We did insert intra-abdominal drain as well as the drain between the mesh and fascial closure, which was secured using 2-0 silk. We then placed a drain in the superficial area, which were also secured to the skin using 2-0 silk. After doing we used figure-of-eight fashion using 0 surgilon, to close the remaining fascial flap on the left to the right hemi-rectus abdominis. This was then again over sewn using 0 silk or surgilon. We did use a malleable to protect the abdominal contents. Before we began closure, we verified that needle and sponge counts were correct as well as instrument count. Having done that, we reassess the soft tissues. Examination showed thinning of the tissues over her previous hernia site within the left lower quadrant. However, resection of this entire atrophic area would provided [sic] some tension. For this reason, we discussed the procedure with (B)(6) and made the decision to leave this tissue intact. We freed the scar bed and then brought the soft tissue elements together in the midline using 2-0 vicryl for scarpa¿s layer followed by 2-0 and 3-0 quill for deep dermal and deep soft tissue. This was followed by a 4-0 pds in a subcuticular fashion, which was followed by a 5-0 nylon and vertical mattress form. At the closure, there was no tension upon the suture line. The flaps were viable with good capillary refill.¿ on (B)(6) 2013: pathology. ¿final diagnosis: mesh material with attached soft tissue, abdominal, removal; fibrous tissue with mild chronic inflammation. The specimen consists of a fragment of mesh-like material with attached blood and granulation type tissue (12.8 x 8.0 x 0.4 cm). On one surface of the mesh are six sutures.¿ on (B)(6) 2013: discharge summary: ¿drains were placed in abdomen and over mesh, removed. Discharged with 2 subcutaneous drains, in good condition home.¿ relevant medical information: on (B)(6) 2013: ¿2 weeks s/p removal of mesh, repair of hernia with gore mesh. Doing well. Pain under good control.¿ ¿incisions well healing.¿ on (B)(6) 2013: follow up. Having discomfort adjacent to proximal portion vertical abdominal incision. Discomfort one sided, occurs with contraction of abdominal muscles. Does not feel bulge visible on skin, does feel tightness when contracting abdominal muscles in region. Exam: incision well healed. Small 1 cm x 1 cm area of tissue remains to be healed, does appear to be healing fine. Dissolvable sutures surfaced and removed. Plan: continue current home wound care. Pain likely due to scar tissue, tight feeling will probably not change, pain decrease as time goes on.¿ on (B)(6) 2013: inpatient admission. On (B)(6) 2013: ¿abdomen red and sore with pain, complaint of wound infection. Noticed some skin breakdown at the sight of the incision. Last week she had some purulent secretions and now has some mild pain deep to the incision. Temperature is 100.0.¿ ¿abdomen: mild incision with 2 cm of skin breakdown and apparent serosanguinous discharge. Some mild tenderness to deep to the incision sight [sic], bowel sounds positive. Plan: surgical wound infection; started clindamycin. Currently no systemic signs of infection aside from a low-grade temperature of 100.0, mild pain, definite concern for surgical site infection.¿ on (B)(6) 2013: CT abdomen/pelvis: ¿anterior abdominal wall mesh extending from level of gallbladder to the pubis symphysis. Mesh material appears intact. Mild induration of subcutaneous fat, likely surgical basis. Small bowel loops proximally mesh material, no hernia identified.¿ on (B)(6) 2013: wound culture: ¿few white blood cells, moderate red blood cells, few gram-positive cocci in singles. Moderate staphylococcus aureus, no anaerobes isolated.¿ on (B)(6) 2013: discharge summary: ¿completed 48-hour course of IV [intravenous] antibiotics during stay. 10-day course of bactrim, outpatient.¿ on (B)(6) 2013: ¿incision now looking good. Has one small open area just above the umbilicus; does not think it is infected but still having serous drainage.¿ on (B)(6) 2014: ¿complaints of ongoing left side abdominal pain, still has constipation; gets some bowel cramping at times and feels that her left lower abdomen is swollen at times.¿ ¿abdomen: tender to palpation left lower quadrant, has small palpable lump, oval/linear, about 1 inch, feels more superficial but she is very tender in this area and also has some mild-moderate suprapubic discomfort.¿ ¿CT abdomen/pelvis overall stable.¿ on (B)(6) 2015: ¿abdomen: mild fullness left lower quadrant at area of hernia surgery- this is chronic and stable, mildly tender in this area.¿ revision #1, alleged implant #3 [non-gore device ¿ parietex] preoperative complaints: on (B)(6) 2015: ¿returns with bulge in left lower quadrant, slightly painful. Abdominal wall, previous left low transverse and midline incision. 6 cm fascial defect of left lower quadrant. Freely reducible. Slight fullness in right lower quadrant. Recurrent ventral hernia.¿ on (B)(6) 2015: ¿evaluation of a recurrent left sided incisional hernia repaired several years ago. Noticed pain, bulge several weeks ago, gotten bigger but no pain, states may be over a month or 2 but is [sic] gotten bigger, here for possible repair. Abdomen: very complex abdominal wall reconstruction history now with recurrence above the ileal inguinal ligament on the left side between the asis in the pubis with mesh edge palpable. Plan: recurrence of previous incisional hernia repair right above the ilioinguinal ligament would require a local repair with possible bone anchor fixation and mesh overlapped to the pubis, high risk of recurrence is quoted him [sic] an lack of left abdominal wall and poor tissue fixation.¿ revision #1, alleged implant #3 [non-gore device ¿ parietex] procedure: incisional hernia repair with placement of 15 x 10 cm prolene (skirted) mesh. Implant: covidien parietex. Log 185154. Pco1510osx. Lot number: pog0909x. 10cm x 15cm. Revision #1, alleged implant #3 [non-gore device ¿ parietex] date: (B)(6) 2015 [hospitalization (B)(6) 2015] findings: ¿separation of previous gore mesh from the asis and part of the left lower lateral abdominal wall with colon herniating through the defect. Specimen removed: none.¿ ¿we made a 6 cm incision along his [sic] previous transverse scar in his [sic] llq [left lower quadrant] from his [sic] prior abdominal wall reconstruction. We were able to meticulously dissect the mesh out from the underlying bowel and retroperitoneum. The mesh (gore) had pulled away from the asis and the left lower quadrant lateral abdominal wall. We inspected the femoral canal for any femoral hernia below the previous slit made in the mesh to accommodate the femoral vessels at the time of her previous surgery. Using a combination of blunt and cautery dissection, we were able to dissect a good portion of the mesh. We then elected to use a 15 x 10 cm prolene skirted mesh to underlay the previous mesh and serve as an interposition between the latter and the lateral abdominal wall/asis. We used bone anchors x 2 to secure the mesh to the asis and iliac crest. We then proceeded to place transfascial sutures to the lateral abdominal wall and the mesh with intermittent protacks to better secure the mesh. On the medial aspect we made sure that the prolene mesh was well under the previous gore mesh and secured in place with transfascial sutures and protacks. We then approximated the overlying gore mesh by securing it to the remaining lateral abdominal wall tissues using running prolene sutures. A #12 jp drain was then placed over the mesh. The abdominal wall flaps were then closed with vicryl suture and the skin was then closed with 4-0 monocryl suture.¿ on (B)(6) 2015: discharge summary: ¿discharged in stable condition. Jackson pratt drain. No lifting >10 lbs., return for follow up in one week.¿ relevant medical information: on (B)(6) 2015: ¿10 days status post repair of recurrent rlq [right lower quadrant] incisional hernia with mesh. Currently doing well, jackson pratt drain putting out less than 5 cc of ssf [serosanguinous fluid] in day. Abdomen: well healing left lower quadrant incisions, drain with 5 cc serosanguinous fluid that was removed in clinic. Plan: jp drain removed. Incision healing well.¿ on (B)(6) 2016: ¿had hernia repair (B)(6) 2015, concerned area is sore at times and bulges at times. Area has occasional ¿sharp pain¿, but this is no different than usual, otherwise nontender.¿ ¿abdomen: some firmness left lower quadrant, where she had surgery- suspect this is hard stool.¿ chronic constipation; suspect this is contributing to some of her left lower quadrant signs and symptoms.¿ implant #4 preoperative complaints: on (B)(6) 2016: ¿6 months following incisional hernia repair, 2 weeks ago developed pain and bulging at left inguinal region associated with pain. Notes bulge does regress after a bm. Also had a raging urinary tract infection with gross hematuria couple of weeks back.¿ ¿abdomen; soft, bulge left inguinal region over prior incision, with excessive tenderness to reduce hernia. Impulse on cough present over swelling. No right groin hernia. Incision healed well. Impression: post open recurrent incisional hernia repair in (B)(6) 2015 with recurrence and incarceration of hernia. Complex abdominal wall hernia, concerned about recurrence.¿ on (B)(6) 2016: CT pelvis: ¿increasing left-sided abdominal hernia involving nonobstructed loops of colon located at the lateral aspect of the surgical mesh.¿ implant #4 procedure: open incisional hernia repair with mesh. Implant: gore® bio-a® hernia plug (14547867/hp02). Implant #4 date: (B)(6), 2016 [hospitalization (B)(6), 2016]. Description of hernia being treated: ¿an incision over the left groin was made and carried down with electrocautery bovie. Hernia sac and large bowel were identified and carefully dissected circumferentially and dumped into the left groin canal. Once the hernia was reduced into the canal and the bowel was seem to be healthy. We examined the defect. The defect was lateral to the femoral vein and artery and had occurred where the previous mesh had pulled away from the pelvis and remnants of the ilioinguinal ligament.¿ implant size and fixation: ¿as a result, we had to reconstruct this with a plug and patch technique by first plugging the defect, which was approximately 4 x 5 cm and then using a bio-a plug and then placing a piece of monofilament prolene mesh and cutting it to shape and sewing it from the pubic tubercle inferiorly to the mesh across the femoral vessels and to the periosteum of the iliac crest and then suturing and back up underneath the previous mesh that pulled away, this created a reconstructed ilioinguinal shelf with circumferential coverage of the defect. The femoral vessels were checked and were not impinged upon and we then closed in layers over a mesh repair using 2-0 and 3-0 dexon suture. Skin was closed with 4-0 caprosyn.¿ on (B)(6) 2016: discharge summary: ¿discharged home stable. Removal of steri strips in 10 days.¿ relevant medical information: on (B)(6) 2016: ¿doing well. Incision: healing well, approximated. No left or right groin bulge.¿ on (B)(6) 2017: ¿presents today for six-month follow up after undergoing left groin incisional hernia repair with mesh and bone anchors. Today has no recurrence on physical examination.¿ on (B)(6) 2018: ¿abdomen: no mass or hernias noted.¿ conclusions: #2 alleged unk gore device [only 1 device implanted, not 2] the original complaint alleges that on (B)(6), 2013, an additional procedure occurred whereby an "alleged gore device" was implanted. Medical records confirm only one device, a gore® dualmesh® plus biomaterial was implanted during the surgical procedure. Through gore's investigation we confirmed there was no second gore device implanted on (B)(6), 2013. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that an additional gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as a false claim and no problem detected. Based upon the information received, surgical records confirm only 1 gore® dualmesh® plus biomaterial was implanted, not 2 as alleged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
: Added medical record information. Medical records dated (B)(6) 2019 do not indicate a gore device was implanted during the procedure on (B)(6) 2013 as was initially reported. Additionally, product identification records for the alleged gore device were not provided. There are no other records detailing the implant of a gore device. Additional information is required to determine if an alleged gore device was in fact implanted on 6/3/2013 as reported in the incoming information.

Manufacturer narrative:
H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby an "alleged gore device" was implanted. It was reported the patient alleges the following injuries: infection; mesh folding; open wound; revision surgery; severe abdominal or groin pain. Additional event specific information was not provided.